Event description:
Customer reported there was a 24 second delay in the vfib/vtach alarm. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.